Event description:
It was reported that the surgeon inserted a 21.5 diopter aa4204vf silicone plate lens and the lens was torn during insertion. The reporter believes the incident was caused by the injector. The lens was removed without any patient incident.

Manufacturer narrative:
H3: (other)-the product for this complaint was not returned, however, the lens was returned and evaluated. The optic was torn and both haptics had been torn off. There was evidence of a clear surgical residue.